Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Through follow-ups, the key market indicated that the unit was repaired. The key market indicated that a power supply was replaced to address the reported problem. Unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.